Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was repored that the client is missing a carelink transmission for a patient in the paceart database. No patient complications have been reported as a result of this event.